Event description:
It was reported that ongoing occlusion alarms occurred. Customer performed the fill tubing step and resumed insulin delivery address the issue. There was no adverse impact to customer¿s blood glucose level.